Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery, and occlusion tests. The motor was tested outside of the device and passed. No motor error alarm noted. However, the insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump and the pump was shut off. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer was sick to his stomach and was not able to treat for the high blood glucose but will treat after the call. Customer does not use the sensor feature on the pump. Customer stated that he was unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.